Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was off the device for 4 days prior to the hospitalization. Customer had a heart murmur condition. Customer mentioned the batter was low on the device and insulin might have not been delivered. Customer was advised to monitor the device. Customer will not be returning the device for analysis.